Event description:
It was reported "the arthroplasty was revised due to loosening of the tibial component. The tibial component was revised. The components were implanted in situ for 3.22 yrs." Medical records and x-rays were not made available to stryker.

Manufacturer narrative:
Method: review of product history. Result: inconclusive. Insufficient info available.